Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Based in the visual examination of the part, the disassociation event was confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done at (B)(6) on (B)(6) 2022. Sometime between then and (B)(6) the liner disassociated from the cup. The surgeon noticed it on x-ray when she was in for her 2 weeks follow up and she was immediately booked for revision surgery on (B)(6) 2022 the surgeon would like the liner analysed and the mechanism over failure looked into. Doi: (B)(6) 2022, dor: (B)(6) 2022, affected side: left hip affected.